Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the check valve in needle bellows aspiration pathway was clogged. The fse replaced the check valve and cleaned the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the bellows was not draining on the coulter lh 750 hematology analyzer. While performing samples, the customer noticed approximately 20 mls of diluted blood leaked from the vent holes in the end of the needle assembly. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.